Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had a history of noise, oversensing, pacing inhibition, and low impedance on the chronic non-boston scientific right ventricular (rv) lead. Subsequently, this crt-p was explanted due to normal battery depletion. No adverse patient effects were reported.